Event description:
It was further reported that the right ventricular (rv) lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4269-59 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range high impedance on the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.